Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Clinicians checked connections, changed pads and were still unable to obtain signal. Complainant indicated that the clinician obtained another device and this device was also unable to obtain ECG signal via electrode pads, the clinician indicated that they checked connections, changed the pads and the electrode pads would not obtain an ECG signal and would not adhere to the patient's skin. Please refer to second medwatch report 1220908-2014-00245 for the second device used on the same patient. Complainant indicated that the clinician obtained a third device to continue treating the patient. Complainant indicated that the patient's pulse returned and did not indicate that there was any adverse effect to the patient due to the reported malfunction.